Manufacturer narrative:
The insulin pump was received with constant motor error alarm follow by motion sensor test failure alarm during rewind due to motor encoder out of phase. Unable to complete functional testing due to motor error alarm. The insulin pump had minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a repeated error alarm and was resetting itself. Blood glucose level at the time of the incident was 382 mg/dl. The customer was unable to complete troubleshooting. Blood glucose level was down to 322 mg/dl by the end of the call. Customer reported that the higher blood glucose level was due to eating too quickly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.